Manufacturer narrative:
Device manufacture date: monitor sn (B)(4) - 04/2014 (reuse); electrode belt sn (B)(4) -01/2013 (reuse). Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and belt were fully functional.

Event description:
A us distributor contacted zoll to report that (B)(6) year old male patient passed away on (B)(6) 2015. Two days prior to passing, the patient experienced an inappropriate defibrillation event. The patient was at home and unconscious at the time of the event. Review of the event reveals the patient was treated nine times between 13:05:41 and 13:36:40. Defibrillations one through six were delivered in response to ventricular fibrillation (vf). The post-shock rhythm of the first and sixth treatments was asystole. Treatments seven, eight, and nine were delivered during asystole. Over-sensing of small cardiac signal contributed the false detections. The patient's ECG strips show CPR artifact, indicating the presence of bystanders. The electrode belt was disconnected at 14:29:19. The patient passed away on (B)(6) 2015 while in the hosp.